Event description:
It was reported to gems that a smudge artifact appeared in the center of CT images. Analysis showed that the smudge was not an obvious artifact. The x-ray tube was replaced and the artifacts ceased to appear. No injury was reported.